Manufacturer narrative:
Corrected data in field h11. The investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot # 6129104 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: there was no stock product from lot # 6129104 available for review. Investigation methods/results: the device was returned but not in original package. The implant was verified to be a hahn tapered implant ø3.5 x 10 mm (70-1154-imp0005) using radiographic template ((B)(4)). There was no defect or non-conformity observed, and the threads were intact. Matter was observed in the threading of the implant. The complaint is verified based on the returned part(s) but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause description: the root cause was inconclusive and cannot be explicitly determined. The probable cause for the fracture could be contributed by user/patient factors. IFU-570 rev 4 (hahn tapered implant system IFU). For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to. Since implant components and their instruments are very small, precautions should be taken to ensure that they are not swallowed or aspirated by the patient. Prior to surgery, ensure that the needed components, instruments, and ancillary materials are complete, functional and available in the correct quantities. The manufacturer's internal reference number is: (B)(4).

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot#6129104 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: there was no stock product from lot#6129104 available for review. Investigation methods/results: the device was returned but not in original package. The implant was verified to be a glidewell ht implant ø3.5 x 10 mm (70-1189-imp0005) using the radiographic template (mkt-013579 rev 1 pk-4500230-112023). The implant appeared broken and fractured. Matter was observed in the treading of the implant. The complaint is verified based on the returned part but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. The root cause was inconclusive and cannot be explicitly determined. The probable cause for the fracture could be contributed by user/patient factors. IFU-570 rev 4 (hahn tapered implant system IFU). For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to. Since implant components and their instruments are very small, precautions should be taken to ensure that they are not swallowed or aspirated by the patient. Prior to surgery, ensure that the needed components, instruments, and ancillary materials are complete, functional and available in the correct quantities. " the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint device has been returned and the investigation is currently ongoing. Once the returned device has been evaluated, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
Dr. (B)(6) reported that a hahn tapered implant fractured. The patient presented on (B)(6) 2024 for a primary procedure on tooth #14. On (B)(6) 2026, after the final prosthesis delivery the provider determined that the implant fractured. The implant was removed on (B)(6) 2026. The implant site was grafted and no injury was reported. The patients bone quality is type IV and their oral hygiene is excellent.